Event description:
It was reported that the plastic coat between electrodes 2 and 3 was loose and wound on itself. Multiple attempts have been conducted to obtain more details regarding this issue. However, there is no additional information regarding this issue and patient consequence provided by customer.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation. The device history record was reviewed, it was identified that 2 pieces were scraped; however DHR shows these pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these pieces exist. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4).